Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between september 11-16, 2024. H11: the actual device was not available; however, photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was fluid in the device¿s bladder which suggested a possible under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date ¿ this issue occurred on (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused during infusion. The devices were filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.